Event description:
A customer reported encountering a cgm error labeled as error 42 and mentioned that their pump had turned off before contacting technical support. There was no adverse impact to the customer's blood glucose level. Upon resetting the pump, the error code did not reappear, and the customer was able to successfully begin a new sensor session without further issues.